Event description:
A report was received that during trial procedure, the patient was implanted with an expired trial lead. The bsn sales representative confirmed that it was not expired but was used during the procedure.